Event description:
The customer reported to customer service that she has an itchy rash on both breast. She has been given anti-fungal cream and an antibiotic, neither have worked. The customer did go to a dermatologist who thinks she is having an allergic reaction to the cups for the breast pump.

Manufacturer narrative:
The customer reported that she has an itchy rash on both breast that may be caused by an allergic reaction to the breast shields. She was given an antibiotic and anti-fungal cream from her dermatologist. Neither aided in clearing her rash. Customer service provided the customer with info/websites that would be helpful to her. A medela clinician sent info to the customer regarding the silicone content of breast shields, a skin barrier she could create with plastic film to prevent skin contact with breast shields and suggested she change the product she is using when cleaning her breast pump parts. No further contact has been received from the customer with any report of ongoing adverse effect. Should additional info resulting in new, changed, or corrected info become available a f/u report will be filed.